Event description:
The complainant reported that a male pt underwent a therapeutic placement of a wallflex duodenal stent which was noted to have partial deployment. The pt required seven days post operative to have a secondary stent placed to fully dilate the original stents. The pt had no sequelae as a result of the reported event.

Event description:
The complainant reported that a male pt underwent a therapeutic placement of a wallflex duodenal stent which was noted to have partial deployment. The pt required seven days post operative to have a secondary stent placed to fully dilate the original stents. The pt had no sequelae as a result of the reported event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine.if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.